Event description:
This report summarizes 3 malfunction events, where it was reported the clinician was not alerted/aware of a possible patient fall condition.. There were 2 events with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was functionally/visually inspected in the field; no defect or malfunction was found. There was no remedial action taken. This device is not labeled for single use.